Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention or information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient with a 25 mm pericardial mitral valve implanted for five (5) years, eight (8) months, and three (3) days underwent a valve-in-valve procedure with a 26 mm transcatheter valve. The reason for the valve-in-valve procedure was noted as stenosis due to calcification. No additional information provided.

Event description:
Per obtained operative report, the patient presented with increasing dyspnea and echocardiogram revealed severe prosthetic valve stenosis. During the procedure, the 26 mm transcatheter valve was deployed in the correct position and transesophageal echocardiogram (tee) revealed a normal functioning prosthetic valve with a trace of paravalvular leak. The patient tolerated the procedure well without complication and was transferred to intensive care unit in stable condition. The patient was discharged on post-operative day twenty (20).